Event description:
It was reported that prior to a breast biopsy the lcd screen started to break up, making it impossible for the procedure to be continued. Lcd screen was very unstable with the screen shaking up & down. Customer used replacement demo equipment to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary - the analysis site confirmed the customer complaint and replaced the front lcd housing assembly to correct the complaint. Due to severe damages of the unit, consistent with being dropped or damaged in shipping the following components were replaced: uniboard and vso. Complaint info is trended on a regular basis to determine if further investigation is warranted.